Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected discrepant results. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.

Event description:
Customer reported discrepant results for three family members when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the discrepant results for individual 3. See related cases for alternate discrepant results. Individual received discrepant results on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(4). Customer states the individual received a positive result initially with symptoms, then seemingly recovered and tested negative before testing positive again. Customer did not specify which results they are questioning. Although requested, customer was unresponsive and did not respond to technical supports three attempts to obtain additional information.